Event description:
It was reported that an empty solution bag was leaking. This was noted at the end of infusion. The bag was filled with an unknown drug. The reporter stated that he saw a leak on "one side of the bag" after infusion; however, he did not notice a leak at the beginning of infusion. There was a patient involved; however there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One filled bag was received at the plant for evaluation. Visual inspection revealed a very slow leak from a small slit in the bag. The reported condition was verified. The cause was determined to be handling by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.